Manufacturer narrative:
Product analysis : analysis confirmed customer comment that an error displayed. Programmer had a black screen error when first turned on. The error cleared and was able to interrogate a device, with no other error. Attempted to reload and got the black screen error again. Was able to power off by holding the power button with no issue. Checked the kernel board and was secure. Error persisted. Replaced the kernel board and was able to load. During repair of internal case, parts got damaged. Replaced the computing platform that includes a new kernel board. Re-imaged, reloaded and updated software, programmer passed all safety, console and systems tests. Head passed all systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer would not power off; it had to be unplugged and rebooted. The programmer was returned for repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer crashes and displays 'serious programmer error' on the screen when in use. The issue started immediately after installing software updates. The programmer was expected to be returned for service. No patient complications have been reported as a result of this event.